Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system tower door 2 failed. A field service engineer (fse) crimped the spade connectors and cleaned and greased all four latches. Upon testing, door 2 continued to triple click. All four latches were replaced. During further testing, door 4 exhibited a clicking issue, which was resolved by adjusting the microswitch position. Final testing was performed in diagnostics, and the results were successful, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower system tower door 2 failed. The door could not be recovered, and intravenous bags had to be remade for patient-specific doses. The door was noted to click twice intermittently. The lock was suspected to be faulty and may have required replacement. The customer tried to recover but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.